Event description:
Cannula reported to have broken during use. A piece came free. The joint was flushed however, it is unknown if any piece remains in the body. No pt injuries or post-op complications were reported.